Event description:
Right hip revision surgery performed due to severe pain, discomfort, and inflammation around the hip implant, elevated blood metal ion levels, and metallosis.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the femoral head was removed. The acetabular cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a femoral head and an acetabular cup in search of complaints involving metallosis throughout the lifetime of the product. Similar complaints have been identified for the femoral head and the acetabular cup. This will continue to be monitored. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened the available medical documents were reviewed. Patient had a right birmingham hip resurfacing 12/02/2014. Two years later he had a right hip revision surgery performed. Elevated metal ions were reported; however no lab values or laboratory reports were made available. The revision operative report noted metal stained fluid and metal debris. The reported pain, elevated metal ions and intraoperative finding of metal stained fluid and debris may be consistent with findings associated with metallosis; however, without the lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported reactions cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.